Event description:
Customer reported an issue with the v series monitor which may affect pt monitoring. No pt injury was reported.

Manufacturer narrative:
The reported issue has been forwarded to the MFR for further investigation.